Event description:
It was reported that a user received a high glucose alert and experienced persistent hyperglycemia for over four hours, with a reported glucose of 370 mg/dl, while using an inset infusion site; the user observed insulin leaking inside the ilet cartridge compartment and expressed concern about device function, and was advised on water resistance and to complete a full supply change but chose to self-inject subcutaneous insulin and remain disconnected from the ilet for two hours before performing a supply change. Investigation of this case revealed a suspected cartridge or fluid-path leak associated with the cartridge compartment, which is consistent with a device component leak affecting insulin delivery. Symptoms included hyperglycemia. Outcomes included ongoing elevated glucose requiring user intervention with subcutaneous insulin and planned supply change, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a probable device fluid leak within the cartridge system leading to inadequate insulin delivery.